Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient 's caller regarding the patient implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated patient was reporting that ins does not work. Device stopped working 2-3 weeks after implant. She went in to see her doctor but then they couldn't get it working again. There was no symptom reported. There were no further complications reported.